Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was implanted and explanted in 2008. The reason for the explant is unk, as no other details were provided.